Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the plug strap, calcification (approx. 10%) and broken plug strap. Leak test and microscopic analysis was performed which identified: device no leakage, delamination (>75% total separation) and striated broken of the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A striated pattern of broken on plug strap assessed as surgical damage. A delamination total of the plug strap (cohesive failure). Trend review summary: review of all complaints of a050401 (fluid leak) for the period of sep 2019 through aug 2021 related to date opened indicates that 7 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿p-chart of a050401 fluid leak-saline breast implants and additional analysis¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 (fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data.

Event description:
Helathcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Helathcare professional reported left side deflation. Device has been explanted.